Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), pelvic pain ("pelvic pain"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("prolonged menses") in a 26-year-old female patient who had essure (batch no. C91745) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: mirena from (B)(6) 2013 to (B)(6) 2015 and nuvaring from (B)(6) 2013 to (B)(6) 2013; for an unreported indication: valium from 2012 to 2013. Concurrent conditions included endometriosis and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 4 months 12 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and abdominal pain lower ("lower abdomen pain"). On (B)(6) 2017, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), menstrual disorder ("abnormal menstrual bleeding") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (on (B)(6) 2017, bilateral salpingectomy) and surgery (on (B)(6) 2017, ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, back pain, menstrual disorder and vaginal discharge had resolved, the pelvic pain and abdominal pain lower was resolving and the vaginal haemorrhage and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2016, hysterosalpingogram was done. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhoea, menorrhagia, dyspareunia. Most recent follow-up information incorporated above includes: on 3-mar-2018: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Historical condition, historical drug, concomitant disease, concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, fatigue, pelvic pain and lower abdomen pain added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), pelvic pain ("pelvic pain"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("prolonged menses") in a 26-year-old female patient who had essure (batch no. C91745) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: mirena from (B)(6) 2013 to (B)(6) 2015 and nuvaring from (B)(6) 2013 to (B)(6) 2013; for an unreported indication: valium from 2012 to 2013. Concurrent conditions included endometriosis and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 4 months 12 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and abdominal pain lower ("lower abdomen pain"). On (B)(6) 2017, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), menstrual disorder ("abnormal menstrual bleeding") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (on (B)(6) 2017, bilateral salpingectomy) and surgery (on (B)(6) 2017, ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, back pain, menstrual disorder and vaginal discharge had resolved, the pelvic pain and abdominal pain lower was resolving and the vaginal haemorrhage and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2016, hysterosalpingogram was done. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhoea, menorrhagia, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), dyspareunia ("painful intercourse") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, back pain, dysmenorrhoea, menstrual disorder, menorrhagia, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and vaginal discharge to be related to essure. Diagnostic results: (B)(6) 2016, hysterosalpingogram was done. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.